Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that immediately following cardioversion there was twelve seconds of ventricular loss of capture. It was noted that the auto capture feature was on in the device and a back-up pace was sent, but did not capture either. After twelve seconds the patient's intrinsic rhythm gave way to an escape beat. A device interrogation was performed a half hour later and the non-boston scientific right ventricular (rv) lead threshold measurements had recovered. Boston scientific technical services (ts) discussed that the cardioversion may have caused a transient increase in rv threshold measurements. Ts advised turning off the auto capture feature and leaving the rv output set to 3.5 volts. No adverse patient effects were reported.